Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue during testing. The ventilator passed 51 hour extended tests at the customer's settings. The unit passed all testing and met all carefusion manufacturer specifications. Review of the event trace revealed several "hw fault 28" alarm conditions. The "hardware fault 28" is related to communication issues between the flow sensor and blower module. The service technician replaced the flow sensor as a precaution.

Event description:
It was reported to carefusion that while setting up model palmtop ventilator revel for patient transport, unit would not ventilate. The customer confirmed there was no patient involvement associated with the reported malfunction.